Manufacturer narrative:
Additional information was received that the initial result was actually 3.68 pg/ml and the repeat result was actually 100.4 pg/ml.the reagent lot number was 187549.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 3.6. As previous results for the patient were around 52, the customer repeated the test and the result was 100. No units of measure were provided. Information concerning if the erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative ran performance testing.

Manufacturer narrative:
.